Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. A manual insulin injection was administered to address bg level. The customer continued to use the pump for insulin therapy.